Event description:
Per the clinic the device was explanted on (B)(6) 2021, due to improper placement of the electrode. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced migration of the electrode array in internal auditory canal.